Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent a hernia repair surgery. A bard/davol ventralex was implanted into the patient's body to repair the hernia defect. On (B)(6) 2014: due to non-healing wound, mesh exposure, drainage, and bowel adhesions, the patient was forced to undergo an invasive surgical procedure to remove the bard/davol ventralex as well as to repair the recurrent hernia. On (B)(6) 2014: as a result of the defective bard/davol ventralex and its subsequent removal, the patient was hospitalized for abdominal wall cellulitis with abscess. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The bard/davol ventralex product implanted in the patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair, providing only harm and no benefit to the patient. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.